Manufacturer narrative:
Returned product consisted of an ams 800 occlusive cuff. A malfunction was reported. The ams 800 device was visually inspected and functionally tested. There was a leak in the cuff shell that was the result of tool damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Correction to h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to a hole in the cuff the patient had his artificial urinary sphincter (aus) 4.5 cm cuff removed and replaced with a 4.0 cm cuff. It was explained that the physician implanted the original aus with a cuff and added the device was "purged" with saline solution, confirmed the cuff did not present with leakage, the connections were made, but at the time when checking the functionality of the device, a hole was discovered in the cuff. The physician decided at that time to changed the cuff. The patient was stable following this surgery. It was further reported there were no patient complications during this surgery. Additional information was received that the hole was caused during implant and was observed at the time it was tested.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a hole in the cuff the patient had his artificial urinary sphincter (aus) 4.5 cm cuff removed and replaced with a 4.0 cm cuff. It was explained that the physician implanted the original aus with a cuff and added the device was "purged" with saline solution, confirmed the cuff did not present with leakage, the connections were made, but at the time when checking the functionality of the device, a hole was discovered in the cuff. The physician decided at that time to changed the cuff. The patient was stable following this surgery. It was further reported there were no patient complications during this surgery. Additional information was received that the hole was caused during implant and was observed at the time it was tested.